Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant elecsys prolactin assay results for 9 patient samples on the cobas 8000 e 801 module. Of the 9 samples, there were 4 samples tested with the diasorin liaison method. There were 3 samples with discrepant prolactin results compared diasorin liaison method. There were erroneous results reported outside of the laboratory but the patients were not treated. There was no allegation of an adverse event. The prolactin reagent lot number was 334429 with an expiration date of 31-dec-2019. The investigation did not identify a product problem. The cause of the event could not be determined.